Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia while using an ilet system with a steel 6 mm infusion set, with blood glucose peaking at 366 mg/dl for approximately three hours and alerts consistent with prolonged elevated glucose; guided troubleshooting included replacing the infusion set, reusing the same cartridge, filling tubing and cannula, and resuming insulin therapy, after which glucose trended downward. Symptoms included hyperglycemia without loss of consciousness, dizziness, diabetic ketoacidosis, or other acute effects, and negative ketone testing. Outcomes included no medical intervention, no hospitalization, and no use of backup therapy. Investigation included product support review, user interview, and on-call follow-up to verify resolution. Investigation of this case revealed suspected poor insulin absorption at the infusion site, consistent with site scar tissue, with no reported device or infusion set malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with probable contribution from infusion site absorption issues.